Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). UDI# - (B)(4). The device history record (DHR) for 00515048601, lot number 29370088, review noted no related non-conformance's, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported from unn tromsø, or department that there was a malfunction of the blue locking clip and the clip deforms and falls out. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. However, the reported event is related to an issue with the tip lock not properly being retained within the gun. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that there was a malfunction of the blue locking clip on pulsavac plus ac handpiece. The clip was deformed and falls out. The event occurred during surgery. There was no harm to patient. There was no delay of surgery. No adverse events were reported as a result of this malfunction.